Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The stimulation was lost. There were high impedances coming back for unknown reasons. The ins then died due to the inability to get pain coverage. If was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient had their ins replaced. The rep would return the explanted components. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp and a rep. The patient's entire system was explanted intact on (B)(6) 2018 and replacement devices were implanted that same day. The ins, lead and anchor were returned and received into analysis on january 10, 2019. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). Analysis of the ins (model 97714 / sn: (B)(4) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to 1 overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2018 and the battery was charged to 3.840 volts. On (B)(6) 2018 the battery had depleted to the "lock/sleep" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The device experienced one over discharge. Analysis of the lead (model 977a260 lot# va13y1f001) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. All conductors are broken 19.2 cm from the distal end at the injex anchor site. If information is provided in the future, a supplemental report will be issued.